Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: united kingdom drill became hot during use and patient experienced a burn (treated with hydrocortisone).

Manufacturer narrative:
The received product is in used condition. No serial number or repair stamp could be found on the handle. The age of the handle could not be determined. Due to the fact that the device is called gd450r, it is an old production status. There is a newer version, the gd450m which is available (since 2006). A functional test could not be carried out, since the device is broken. On the tip an obvious burr is recognizable. The drill hole is deformed and shows significant abrasive tracks. This is due to a overload situation, most likely caused by a lateral pressure or too improper tool attachment. When dismounting it was not possible to detach the tip from the handle. After dismantling the handle, the corroded and blocked bearings were visible. The tool-lock was also without function and corroded. Without a lot number it is not possible to review the device for quality and manufacturing history records. Based on available information and the results of the investigation the root cause of failure is related to insufficient maintenance of the device. The device has to be flushed with cleaning oil (gb600) before every sterilization to prevent corrosion.